Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): battery flex is contaminated. Battery contacts are compressed. Both bail covers, ring cover, both bails, battery drawer o-ring, and ring are missing. Upper case is broken and dented. Lower case and atrial output connector are broken.

Event description:
The external pulse generator was returned because it was dropped and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.